Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations throughout its length. The embolization coil was intact with the pusher assembly and had offset coil windings in multiple locations. The distal segment of the pusher assembly was cut open by a penumbra investigator, and dried blood was observed in the lumen of the pusher assembly and on the pull wire. Conclusions: evaluation of the returned devices revealed the embolization coil could not be detached by a handle due to blood in the lumen of the pusher assembly. Blood in the lumen of the pusher assembly may cause a build-up of friction between the pull wire and the inner pusher tube, overcoming the force that the handle is able to apply. When the pusher assembly was cut open and blood was cleared from the lumen, retraction of the pull wire caused the embolization coil to detach as intended. Further evaluation revealed the pusher assembly was kinked in multiple locations. This damage may have occurred due to forceful manipulation of the smart coil during use. The tortuosity of the vertebral artery, as well as the kinks in the pusher assembly, may have also contributed to the friction that prevented the smart coil from detaching. Further evaluation revealed the smart coil had offset coil windings in multiple locations. This damage may have occurred due to forceful advancement of the smart coil against resistance. Further evaluation revealed the handle had no visible damage and functioned as intended. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils. During the procedure, the physician successfully implanting multiple coils, including a smart coil using a smart coil detachment handle (handle). The physician then attempted to detach another smart coil in the target vessel using the handle. However the smart coil was unable to be detached using the handle despite making two attempts; therefore, the physician attempted to remove the smart coil. Upon retracting the smart coil, the physician noticed that the coil was not moving in conjunction with the pusher wire; therefore, the microcatheter containing the coil was removed from the patient. The procedure was completed using additional non-penumbra coils. There was no report of an adverse effect to the patient.